Event description:
It was reported that the patient presented to the emergency department after a fall. It was determined that the right ventricular (rv) lead was not sensing in either the bipolar or unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.